Event description:
It was reported that the patient experienced an implantable neurostimulator (ins) failure in march after a device replacement in 2008. It was also reported that the patient experienced high impedances and had not had therapy since 2008. The patient reported that during the ins implant, only the leads were replaced and not the extension. No further information was available at the time of this report.